Event description:
It was reported that in central processing, it was identified that the post on the monopolar curved scissors instrument was bent and the orange part that is not insulated was cracked. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's tube extension to be broken and missing a piece which measured approximately 0.187 x 0.192 at the proximal clevis interface. The broken piece was not returned however it would be contained in the tip cover. The clevis was dislodged from the tube extension. The tube extension fractured next to one of the keys that mates with the proximal clevis hub. Failure analysis concluded that the tube extension likely broke due to excessive side loading or mishandling/misuse. The instrument passed the electrical continuity test. Failure analysis investigation also found pad printing to be removed from the instrument's tube extension. Failure analysis concluded that the pad printing damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the pad printing damage if to recur could cause or contribute to an adverse event.